Event description:
Customer stated that the right side brake assembly with handle and grip was no longer working. Warranty #(B)(4). No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 65851r, serial number/date code and approximately age are unknown. The owner's manual part number 1148077 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The customer alleged no injury. The customer alleged malfunction; the right side brake assembly with handle and grip was no longer working. The dealer evaluated the issue; determined that the right side assembly no longer work and resolved issue by replacing brake assembly - warrant part (# (B)(4)) .